Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an O-ring from a previous cartridge on the pneumatic tap. The customer removed the O-ring and successfully loaded the cartridge to address the event. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.